Event description:
It was reported that during implant attempt, there were extension/retraction issues with the helix. The doctor had trouble retracting the helix and it took a "lot" of turns (> 20) to get the helix retracted. It seemed to stay extended, then sprung back. There was blood proximal to the helix where the helix indicator is located. The lead was not used. There were no patient complications reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary: (B) (4) analysis of the returned lead found no anomalies. While turning the is-1 pin, torque transfers to the helix. The helix is bent and stretched out of specification. The blood in the distal conductor most likely entered through the is-1 pin because no inner insulation breaches were observed. Additionally, the defib conductor is distorted, the outer tubing overlay is breached cut, and there is blood in/on the helix/lobe mechanism and sleeve head. Damaged at implant.